Event description:
Prior to rfa procedure, it was discovered that the pt had an implant on his right leg. At that point instructed the tech to move the pad on the right leg to the left. She took the pad off and placed it behind the front pad and proximal so that the edges wouldn't touch. The temp started to rise during the procedure so we placed ice on the pad once it hit 37 degrees. After that, the temp never went above 34 degrees. It was discovered later in the day that the pt had severe pad burns. A plastic surgeon has been consulted and the pt is going to get skin grafts in a few weeks.

Manufacturer narrative:
The complaint was not confirmed. A lot number was not reported, therefore, a review of the device history record could not be performed. No add'l info could be obtained from the user facility by the territory sales mgr about the reported incident. The cause of the complaint could not be determined, due to the device not being returned.